Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The patient was treated with unspecified antibiotic for the event. The cause and hospitalization were not reported. At the time of this report, the patient outcome was reported as "clinically better". Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.